Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the customer alleged that the pump delivered too much insulin during a bolus; however, the customer declined to troubleshoot with tandem technical support and the alleged root cause could not be confirmed. Customer¿s blood glucose (bg) level was 50 mg/dl. Customer consumed carbohydrates to address bg.